Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine (cce) service was down, affecting adc orders and the station was unable to receive the latest medication orders. A technical support specialist (tss) identified that the cce service had previously stopped and failed to restart automatically, leading to login issues during a restart attempt. The tss confirmed that the cce had been upgraded to version 5.0 and that all services were currently running. The integration engineer remotely accessed the system, verified that the cce service was active, and performed a manual stop and restart of the service through the command shell interface to ensure stability. The system functioned as intended after technical support specialist and the integration engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the carefusion coordination engine (cce) service was down, affecting adc orders and was unable to receive the latest medication orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.